Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger exhibited a flash memory failure at flash bga components u102 and u105 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem (B)(4) was resetting.